Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the left cylinder was identified. The cause of the cylinder tear was not detailed by the hospital. The left cylinder was removed and replaced with no patient complications.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the left cylinder was identified. The cause of the cylinder tear was not detailed by the hospital. The left cylinder was removed and replaced with no patient complications.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and tested for leaks. Microscope examination revealed that the first cylinder had a broken fabric threads from wear in the distal end of the cylinder. The first cylinder had wear at fold in the proximal end, middle and distal end of the cylinder. The first cylinder had a bulge in the distal end of the cylinder when inflated with syringe. Microscope examination revealed that the second cylinder had wear at fold in the proximal end, middle and distal end of the cylinder. The cylinder had a torn outer sleeve in the proximal end of the cylinder. No leaks were found in the second cylinder. The reservoir was microscopically inspected and tested for leaks. Microscope examination revealed that the reservoir had wear at a fold in reservoir shell. No leaks were found in the reservoir. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump kink resistant tubing (krt) were worn to the filament. No leaks were found in the pump. The pump did not pass the activation test. Based on the information available and analysis results, the reason for the mechanical issue was most likely determined to be the broken fabric threads and cylinder bulge in the first cylinder. The hole/perforation was caused by wear; the second cylinder had torn outer sleeve. Additionally, the pump not passing the activation test could affect product performance. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.